Event description:
It was reported by the customer that when performing a routine check, the cs100 intra-aortic balloon pump unit's failure was caused by the motor pack. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: d9, h3. A getinge field service engineer (fse) was not dispatched to evaluate the unit because the unit was evaluated by the distributor service engineer and the service engineer was able to reproduce the issue. The service engineer replaced the pump assembly to correct the issue. The motor calibration passed, safety disk leak test ok, k6, k6a, k7, k8 leak test passed, safety vent test ok is tested on the actual machine, the system is normal, and the user panel test is ok. The iabp unit was cleared for clinical use and released to the customer. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
The event site reported in name and address has been shortened due to field character limitations. The full name should read: (B)(6) memorial hospital testing of actual/suspected device(10): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the pump assembly to correct the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by a distributor that a cs100 intra-aortic balloon pump failure was caused by the motor pack. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.